Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had battery issues with their insulin pump. Customer stated this was the second time they have called in for a low battery issue. The customer also reported experiencing high blood glucose. Customer's blood glucose was 404 mg/dl. The customer did not treat for their blood glucose at the time of the call. The customer also reported their insulin pump powered off without warning. Customer's alarm history also showed their battery did not last for more than one week. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.